Event description:
Ed staff were setting up to intubate the patient and were drawing up etomidate. They used 2 - brand new 10 ml syringes and attached 2 brand new blunt tipped needles to draw up the etomidate. The first syringe removed 10 ml of clear etomidate and the next syringe drew up 10 ml of red/pink colored etomidate out of the same vial. Ed staff assured leadership that the needle and syringe were brand new and opened at the bedside prior to with drawling the med. Pharmacy is aware and do not feel this was a contamination of the medication.